Event description:
This patient arrived to the ed via wheelchair with a family member. He was triaged with an initial complaint of a sore throat, nausea, and vomiting for a couple of days. After triage, the patient was sent to the waiting room. The nurse went to the waiting room to bring the patient back. They found the patient laying on the floor in the waiting room and was arousable, but lethargic. They questioned the family member regarding the patient's current status and why he was laying on the floor. The patient was not feeling well and he was then brought back to the room. After the initial treatment was done (monitor, IV, blood drawn, etc), an initial blood glucose check was done. The rn said that before she could complete the blood glucose check the controls had to be done, which she completed. According to the documentation the blood glucose check read too low to register and the test was repeated. The repeat blood glucose check also read too low to register. The physicians were informed of the results. Two ampoules of dextrose 5% were ordered and given. IV fluids of dextrose 5% with half normal saline was started. Approximately 35 minutes later, the lab reported and documented that the patient's serum glucose result was 1284. The doctor was informed and new orders for an insulin drip, and the IV fluid was changed to normal saline. Another blood glucose check was also done at this time, and the results were high. In the blood glucose history, the control reading and the high reading were present. However, the two low readings were not there. The patient was admitted to the ICU; he was diagnosed as a new diabetic and discharged home six days later.